Manufacturer narrative:
The cause for the initially (B)(6) results that was confirmed with advia centaur xp (B)(6) confirmatory testing is unknown. The patient sample is not available; however siemens is investigating the issue. The instruction for use (IFU) under the intended use section for hbsag confirmatory states the following: "assay performance characteristics have not been established when the advia centaur hbsag and hbsag confirmatory assays are used in conjunction with other manufacturers' assays for specific hbv serological markers."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00060 on 03/20/2015 for a confirmed (B)(6) advia centaur xp (B)(6) confirmatory result obtained on a patient sample. 05/13/2015 additional information: based on the information provided, siemens is unable to determine a root cause for the confirmed positive advia centaur xp (B)(6) result obtained on a patient sample. There was no patient sample provided for follow up investigation. The confirmed (B)(6) test result appears to be sample specific. Pre-analytical variables can affect the quality of the sample and deviations from recommended best practices may be a contributing factor. The customer runs approximately 1000 (B)(6) patient samples in the evening and observed three to four other advia centaur xp results that did not match the alternate (B)(6) test method results. The approximate specificity of 996/1000 = 99.6% and meets the advia centaur xp (B)(6) instruction for use (IFU) specificity claim of 94.57% with a 95% confidence interval of 89.14% - 97.79%. The instrument is performing within specifications. No further investigation is required.

Event description:
A (B)(6) advia centaur xp (B)(6) result was initially obtained on one patient sample and confirmed with (B)(6) confirmatory testing. The customer performs repeat (B)(6) testing with an alternate (B)(6) test method for all (B)(6) results. The alternate (B)(6) test result for the same patient sample was (B)(6) and a (B)(6) result was reported and questioned by the physician. The same patient sample was retested on two other advia centaur systems and the results were (B)(6), however (B)(6) confirmatory testing was not repeated. The same patient sample was tested a second time on the alternate (B)(6) test method and the result was (B)(6). The customer runs approximately 1000 (B)(6) patient samples in the evening and observed three to four other advia centaur xp results that did not match the alternate (B)(6) test method results. There was no known report of patient treatment being prescribed or altered and no report of adverse health consequences due to the confirmed advia centaur xp (B)(6) confirmatory result.